Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant air in line alarm, which was not reproduced but confirmed during a review of the device event history log. Evaluation found cracks on the upstream sensor tail pins. The upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.